Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing recurring red heart and yellow wrench alarms. The patient was admitted to the hospital and it was noted that the pump rate had slowed to 50 bpm, and occasional red heart and yellow wrench alarms persisted. It was reported that the waveforms taken indicated an anomaly that suggested that further analysis of the vent filer was necessary in order to determine the pump's status. A vent filter sample was submitted to the manufacturer for analysis. The patient was placed on ip console and transferred to the ICU, and a decision was made by the hospital to exchange the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues. The manufacturer is attempting to acquire the explanted device for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.